Event description:
The user facility reported that the catheter broke in half during a left leg graft. A snare was used to successfully retrieve the detached distal portion of the catheter. The procedure was completed successfully and the patient's condition is reported as "fine". Additional event specific information has not been made available.